Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high potassium (k) results that were generated by the synchron lx20 instrument. The customer did not retain the printouts of the erroneous results and did not recollect how high the k results were. The results were not reported out of the lab. The samples were repeated on a different instrument in the customer's lab and lower results were obtained. The repeated k results were reported out of the lab. There was not affect to pt treatment.

Manufacturer narrative:
In the morning of 2008, ion selective electrodes (ise) sys was calibrated and qc recovered within the lab's established ranges. Later in the day, the operator noted that k results were running high. A field svc engineer (fse) was dispatched to the customer's lab: the fse discovered a foreign object under the vacuum valve on the electrolyte injector cup. The object was removed. The ise was calibrated and precision study done with qc samples produced acceptable results. A clear root cause has not been determined for the purpose of this report.